Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer states that the needle separated from the hub. The customer further reports that the needle fell apart when in use. There was no harm done to the patient. When the doctor went to place the needle in the patients back, the hub fell off the needle. According to the nurse it, looked like there was no glue holding the two together. The doctor was numbing a patient and pushing the plunger on the syringe and as he was pulling out, the needle separated from the hub. The needle was sticking out of the patient about 3mm so the doctor was able to pinch it with his fingers and pull it out.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The sample consisted of one hub and one cannula. Visual examination at 7x magnification showed that the adhesive had been applied to the side of the hub instead of the epoxy well. A small amount of adhesive was observed on the cannula but not enough to secure it to the hub. The root cause of the issue was a failure of the adhesive dispenser to apply adhesive to the epoxy well of the hub and failure of the adhesive inspection station to detect and reject the unit. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for correct application of adhesive and physically tested for cannula to hub bond strength. There are inspection systems on the assembly machines to 100% inspect for the presence of adhesive in the epoxy well. A change was implemented to require challenging the adhesive inspection system on these assembly machines each shift and isolating previous production in the case of failure. This complaint will be used for tracking and trending purposes.